Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a central line inserted in the patient on (B)(6) 2018. No problems noted in albany and all ports checked and working. On (B)(6) 2018 rph staff noted that port at end of lumen had snapped off. Lumen clamped to prevent infection and new central line inserted.

Manufacturer narrative:
Qn# (B)(4). The customer returned one used four-lumen cvc for evaluation. The proximal luer hub was missing from the extension line. The luer hub was not returned for evaluation. The proximal end of the extension line showed signs of stress, indicating undue force was applied to it. The discoloration and lack of tearing appears to indicate the line was pulled out of the hub. The proximal extension line measured 142 mm in length , close to the reference dimension of 137 mm specified by the product drawing. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit cautions alcohol and acetone can weaken the structure of polyurethane materials and should not come into contact with the catheter. The customer reported issue of the luer hub separating from the extension line during use was confirmed during the complaint investigation. The customer returned one used four-lumen cvc for evaluation. The proximal luer hub was missing from the extension line and was not returned for evaluation. The discoloration and lack of tearing indicates the line was pulled out of the hub. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, the probable cause of this issue could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a central line inserted in the patient on (B)(6) 2018. No problems noted in (B)(6) and all ports checked and working. On (B)(6) 2018 (B)(6) staff noted that port at end of lumen had snapped off. Lumen clamped to prevent infection and new central line inserted.